Manufacturer narrative:
One 65 mm tacticath quartz contact force ablation catheter was received for evaluation. Electrodes 1-4 met specifications of acceptable resistance values with no open or short circuits detected. Further testing revealed a leak at the luer/irrigation tubing junction due to a gap in the adhesive between the irrigation tube and the proximal tube inside the luer lock, allowing fluid to flow outside of the irrigation tubing and into the proximal tubing towards the optical and electrical connectors.

Event description:
This report is to advise of an event observed during analysis confirming an irrigation leak of the catheter.